Event description:
Diagnosed with right breast ca. Procedure - right modified radical mastectomy and removal of silicone breast implant (right). Surgeon indicated that the "implant was not ruptured at the beginning of surgery but it ruptured during surgery when trying to remove it."